Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the soft keys are not responding and every time they run opcheck, the unit locks. There is no patient involvement.